Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They were able to use another capsule to start the procedure. The capsule and delivery system will not be returned for investigation. There was no reported patient outcome.